Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 44 mg/dl and current blood glucose is 157 mg/dl, 80 mg/dl. The customer treated it with orange juice. The customer declined troubleshooting on insulin pump. Based on customer report customer allege insulin pump was over delivering. The customer was neither hospitalized nor admitted due to low blood glucose. The reservoir will not be returned for analysis.